Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis and mild ketones. The reported blood glucose reading was 207 mg/dl. The customer stated she changed the infusion set the day prior to the hospitalization. The customer also stated that her medical doctor felt she was currently insulin resistant. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.